Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during maintenance (cleaning and disinfecting) of a pulse oximeter, it was observed that the display was missing segments. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The reported failure mode of unit display was missing segments was verified. This is a known issue, and has been isolated to the user interface printed circuit board (ui pcb). Actions have been taken under remedial action efforts. Complaint trends will continue to be monitored.